Event description:
Angioseal closure device failed to deploy correctly and had to be dismantled to be removed. Health professional's impression is that the device would not deploy. The manufacturer replaced the item with another one and will evaluate and determine cause of malfunction.